Event description:
Boston scientific crm received information that this implantable right-ventricular defibrillation lead was dislodged shortly after implant. The lead was thought to have dislodged due to patient movement and was discovered at the post-op wound check. There were changes in impedances noted but the lead was reported to still have capture. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
In follow up from the bsc representative, a lead revision was completed. There have been no additional complaints regarding this event. Additional information was received that the patient with this lead expired for an unspecified reason. The lead was returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, three segments of the terminal connector were returned, one df-1 distal leg severed four cm from the pin, one df-1 proximal leg severed four cm from the pin, one is-1 leg returned severed four cm from the pin. Further testing confirmed the lead to be electrically continuous.